Event description:
It was reported that the renasys go was not working. It is unknown whether the event happened during treatment and if there was a patient involvement. There were no delays and no back up reported, as well as no injury. Additionally, during evaluation it was confirmed that the device was showing the "device failed- please return" message.